Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported that three months ago they were undergoing chiropractic treatment, but it wasn't in the area of the implantable neurostimulator (ins), and never touched the ins area. It was noted one time the consumer had a sub and they thought they sort of "slammed down on the lead area" (one lead went up more to the center of the back), but they stayed away from the ins area, so they didn't it would have affected the ins. About six weeks ago the consumer suddenly started experiencing something new. Occasionally when they got up from a sitting position it was "like a catch somehow in the implant itself." The consumer would feel an excruciating pain in the ins area, and when they sat down or stretched all of a sudden it "snapped back." The pain was so bad the consumer couldn't put any pressure on the right leg when it happened, and they were unable to move their hip because "something felt sort out of whack there."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.